Event description:
The customer reported erroneous total beta human chorionic gonadotrophin (tbhcg), alpha-fetoprotein (afp), and unconjugated estriol results, for multiple patients, involving the access® 2 immunoassay system. This report is five of eight referencing the patients with the erroneous afp results. The erroneous results were not released out of the laboratory. Subsequent testing of the patients' samples, on the same instrument, produced varied results. There was no patient injury associated with this event. Per laboratory protocol, randomly retested samples, varied by greater than (>) 10%, are reanalyzed. The customer indicated the patients' serum samples were normal in appearance; no sample integrity issues were noted. The customer indicated quality control (qc) was within the laboratory's acceptable range at the time of the event. There were no system errors in the event log. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the precision pump belt and seals and resolved the issue. The fse completed system check, quality control (qc), and assay precision test; all test results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the precision pump. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2014-00370, 2122870-2014-00371, 2122870-2014-00372, 2122870-2014-00373, 2122870-2014-00374, 2122870-2014-00379, 2122870-2014-00380, 2122870-2014-00381.